Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qdmdsx and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure date/event date? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown ob-gyn surgery on an unknown date and suture was used. During the procedure, the suture was broken during ligation. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/22/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code z513 was received for evaluation, the swage and attachment area was noted to be as expected and the suture piece was observed with marks on the surface, body fluids, stress and the end of the suture cut that appears to be by use of the surgical instrument. The functional test could not be performed due to the condition of the sample received. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.